Event description:
Patient with iabp (intra-aortic balloon pump) in place. ECG tracing on iabp with a ventricular paced rhythm. Iacs displayed intermittent pacer spikes, and at times no pacer spikes with pacer detection turned on. Also, monitor noted to have reverted to basic arrhythmia detection though set to default to advanced.